Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an initial surgery using a cervical plate and bone autograft. Approximately three months post-op, the patient was told x-rays looked "excellent" and no further follow-up was required. It was reported that fifteen months post-operatively, the patient was involved in a motor vehicle accident in which the car "rammed from behind" going approximately 45 mph and the patient was "slammed into the car in front, and [the patient's neck] was thrown back and forth". The patient reports having immediate pain in the neck area and was taken to the e.r. According to the report, xrays were taken in the e.r. And the patient was told that the plate and screws were intact but that there was evidence of "whiplash". The patient reportedly continued to have pain and was being followed by a physical therapist, neurologist, and primary care physician. The patient has since returned to the original surgeon with increased symptoms, and after x-rays, the surgeon noted one of the screws in the construct had backed out. The ER x-rays were evaluated by this surgeon as well and upon closer examination of the images, the surgeon stated that the screw did exhibit a slight back out at that time; however, this was not in the radiology report. Reportedly, the backed out screw is pressing against the patient's esophagus and must be removed. The patient is scheduled to undergo a revision surgery, pending MRI. No further information has been reported.

Manufacturer narrative:
(B)(4). Product analysis: optical examination of the bone screw head's major diameter displays lockwasher interface deformation consistent with full tightening of lockscrew. Plastic deformation at the bone screw head major diameter that extends to the top (hex driver) face of the bone screw is consistent with bone screw back out. Dimensional inspection of major and minor bone screw head diameters confirm conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.